Manufacturer narrative:
A photo was returned showing the drip chamber of the 123390488 primary plum set for inspection. There was leakage observed from the vent plug juncture with the cap closed. No samples were returned for investigation. The reported complaint can be confirmed from the photo provided. The probable cause is unknown and it is unknown if the vent cover was defective. Without the return of the used sample a comprehensive failure investigation cannot be performed and a cause cannot be determined. The device history review (DHR) for lot 11342734 was reviewed and no non conformities were found that would have led to the reported complaint. Correction in h5 labeled for single use changed to yes.

Manufacturer narrative:
The device is not available for investigation, however a picture has been provided. Investigation is pending. E1 initial reporter facility name: (B)(6).

Event description:
The event involved a primary plum set, orange polyethylene lined light resistant tubing, clave y-site, secure lock, 103 inch, where it was reported that there was leakage due to the poor sealing of the air vent. There is unknown patient involvement and no patient harm.